Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record. Device history lot: part number: 03.130.100, synthes lot number: u354366. Manufactured by orchid unique. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in february 2020. Device history batch null, device history review that no non-conformances occurred during manufacture. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was drilling with a 1.0 drill bit and after going through the first cortex, the drill bit broke before penetrating the second cortex. The tip of the fluted drill bit approximately 5 mm was retained in the patient. There was no surgical delay. The procedure was successfully completed. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).